Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The day of the event the cgm was reading low and without taking a fingerstick, the patient self-treated with taking glucose and ice cream. When the patient started to feel sick and tired, the patient took a fingerstick and while the cgm was still reading low, the blood glucose reading was 515 mg/dl. The patient's sister-in-law called an ambulance and the patient was brought to the hospital where she received treatment with ¿2 times¿ intravenous saline. The patient was discharged after spending almost 4 hours in the hospital and the day she reported the event she stated she was not feeling perfect yet but was getting better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.